Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
As the suspect power supply was not available for investigation and no pictures were provided, a specific root could not be determined. The customer's description of the failure is similar to other integra 400 plus power supply failures where it was assumed that insufficient cooling or an unexpected failure of an electronic component was the root cause of the defect. There was no imminent danger of fire as all parts and plastics are ul rated. A new type of power supply has been introduced.

Event description:
The customer reported the main analyzer unit shut off and there was a power fail and communication error. The power supply was checked and was found to be burned. The power supply needs to be replaced. There were no patients involved and no adverse event.